Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer declined to perform troubleshooting and reported a supply change was performed to resolve the issue. Blood glucose level was 267 mg/dl.